Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a black impurity inside the balloon reservoir. This was observed before product release for patient use. The device contained fluorouracil 3150mg in sodium chloride 0.9%. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between october 1, 2024 ¿ october 2, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a black mark was located at the upper area of the device. The exact location of the black mark with respect to whether it is in the fluid path or not in the fluid path could not be determined from the photo. Additionally, the size of the black mark could not be determined from the photo. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.